Manufacturer narrative:
A clinical assessment could not be completed due to lack of medical records and imaging. Based upon the reported event, the most likely cause of the reported event could not be determined. The infrarenal angle was within specifications, however the angle below the prospective sealing rings position was noted to be at 65 degrees which may have affected how the delivery system interacted with the aortic body sealing rings. There was no cautionary or off label product use noted. No user related error was found. Based on the sample evaluation of the delivery system, the braided guide wire lumen was found to be kinked which resulted in an exposed metal point. This may have been in contact with the second sealing ring of the aortic body but it could not be definitively confirmed if this caused the polymer leak. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Manufacturer narrative:
Patient returned for re-intervention approximately two weeks after initial procedure where a cook cuff was implanted, which successfully resolved the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 year post-operative CT showed the presence of a complete aortic occlusion. A re-intervention was performed to complete a aortic bifemoral (aortobifemoral) bypass on an unknown date successfully restoring bloodflow. As of the date of this report, there have been no additional patient sequelae reported.